Event description:
It was reported the patient had his ipg pocket revised on (B)(6) 2014 due to discomfort. The patient's discomfort was reportedly resolved, and he was confirmed to have effective stimulation post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.